Manufacturer narrative:
Additional information has been requested. If the information is provided, it will be reported accordingly. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer stated the intra-aortic balloon pump (iabp) display had lines through it, but now it's just black. The customer is requesting a repair quote at this time and no service order has been created. It is not known under which circumstances this event occurred. However, no death or injury was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported, according to the customer point of contact, the iabp had artifacts on the monitor and would go blank. The problem had been corrected by one of their own biomeds. The issue turned out to be a loose connection in the user interface that was causing the issue and no quote for repairs was needed.

Event description:
The customer stated the intra-aortic balloon pump (iabp) display had lines through it, but now it's just black. The customer is requesting a repair quote at this time and no service order has been created. It is not known under which circumstances this event occurred. However, no death or injury was reported.